Event description:
Senseonics was recently made aware of an incident where one of the patients who was inserted with an eversense sensor developed an infection at the insertion site. The patient experienced pus at the infection site. Patient sought medical attention at the local hospital and got the pus and the sensor removed.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The risks identified for the eversense¿ cgm system are common to all cgm systems even though a minor surgical procedure is required for insertion and removal of the sensor. These risks include local infection, pain or discomfort, inflammation, bleeding at the insertion or removal site, bruising, itching, scarring or skin discoloration, hematoma, erythema, adhesive tape irritation and sensor fracture. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective. The surgeon removed the old sensor and the wound is now healed. The sensor's removal date was not provided. The patient has been inserted with the new sensor.